Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 693565 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) should have lasted longer. The device was explanted and replaced. No patient complications have been reported as a result of this event.